Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they were having issues with the insulin pump. The customer had been having high blood glucose with the insulin pump. The settings had been changed by their doctor but they were still having issues with high blood glucose. The customer had also experienced a low blood glucose of 50 mg/dl. They were told by their health care professional to have the insulin pump replaced. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarms noted during testing or in the device trace download. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.